Event description:
It was reported that three days post implant the left ventricular (lv) lead had dislodged. It was noted that the lv electrogram was picking up the atrial signal and appeared to be pacing the atrium when doing several lv configurations upon interrogation. The lead was explanted and replaced. The patient is enrolled in the adapt response study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant product: 6947m55 lead, implanted: (B)(6) 2015. (B)(4).